Event description:
A malfunction alarm was reported, but there was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, which successfully resolved the issue, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue happens again.